Manufacturer narrative:
Product information updates made to: 1) catalog item identifier, 2) serial number, 3) device identifier (gtin), 4) manufacture date.

Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Product information updates made to: 1) catalog item identifier 2) serial number 3) device identifier (gtin) 4) manufacture date.